Manufacturer narrative:
S/w ver 4.11d. Retainer = black. Case type = ngp. The customer returned the pump for an alleged problem with pump programming (the pump did not suspend delivery on low bg) reported on (B)(6) 2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08665 inches. Successfully downloaded the trace and history files using thus. The pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. Programmed the alert on low, alert before low, and suspend on low for 90 mg/dl. Set the glucose simulator to 135 mg/dl and monitored the pump. After the pump was successfully calibrated to the test value the glucose simulator was lowered to 100 mg/dl, recalibrated, and continued to monitor. Lowered the glucose simulator to 45 mg/dl and the alert before low activated properly. Recalibrated for 85 mg/dl, monitored, and the suspend on low activated at 89 mg/dl properly. No unexpected glucose sensor simulator/transmitter programming or communication errors and the suspend on low feature is operating properly. The pump was cut open for visual inspection. No physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor was noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Programming difficulty, pump to transmitter/sensor communication error, and suspend on low bg errors are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 54 mg/dl and reported the problem with the pump programming as the insulin pump should stop delivering insulin but it did not stop before low. Troubleshooting was performed and found that the customer was treated with a food intake. The customer was not reporting any symptoms related to blood glucose. The blood glucose value was not going down even after delivering the bolus. The pump was used within 48 hours and it was unknown whether the auto mode feature was not active at the time of the event. The customer does not allege the pump was over-delivering. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.